Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type programmer. (B)(4).

Event description:
The consumer reported the pain stimulator was turned off by the healthcare provider because it was not working. It was unknown when this occurred. No troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain and chronic low back pain.